Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/08/2015. Device evaluation:the device has been returned and evaluated by product analysis on 11/21/2015 with the following findings: a review of the black box data showed replace battery alarms and reboots beginning on 10/11/2015. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was found in the battery compartment. The returned battery cap was undamaged and the pump powered on with the returned cap. The pump¿s current draws were found to be within specifications. The pump failed a leak test at the battery compartment. The pump cover was removed and moisture contamination was found on the battery canister.